Event description:
Situation: auto-effluent found leaking at connection site. Cvvh machine alarming for fluid leak detected in tray. Background: new set put up 1800 [redacted date] for cvvh. Assessment: machine alarming for fluid leak detected- source found to be from autoeffluent tubing were connection screws together. Could not tighten connection. Recommendation: review other sets for possible manufacturing defect. Manufacturer response for effluent for cvvh machine, set auto effluent prismax for cvvh machine (per site reporter). [Redacted date] requested RMA from baxter from [redacted name] [redacted date] sample sent to baxter tracking# [redacted number].